Manufacturer narrative:
The technician found the solenoid valved contaminated with debris. The technician replaced the head and hi/low valves to repair the bed.

Event description:
Information received indicates the head section up/down and the head hi/low up are not working.